Event description:
Reportedly, during patient use, the ventilator switched from ac power use to external battery. There was a constant "service required" alarm. The patient was switched to a backup ventilator and there was no adverse patient effects reported.

Manufacturer narrative:
Though requested, additional patient information was not provided.